Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to heartware for analysis because it remains implanted. Analysis of the controler log files revealed power consumption above the normal operating range as well as high watts alarms. Waveform trends of this nature may be indicative of possible thrombus events or patient state. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. While the exact root cause that led to the reported event could not be conclusively determined, review of the clinical information indicates there were clinical factors (sub-therapeutic inr) that may have been contributory and lead to thrombus formation within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately four months and a half after the implantation, the patient experienced high power alarms and was admitted to the local hospital. Upon admission the patient presented with hematuria. Ldh was 3940, bnp was 258 and inr was 1.5. Heparin gtt was administered. Patient was on asa and coumadin, dosage was not reported. Patient's previous inr levels were not checked since the patient would cancel scheduled appointments. The clinical staff has been discussing the treatment plan.